Event description:
Neither in automatic sensing testing nor in manual sensing testing, numeric value was present on the markers of signal plot. After implant, a new follow-up was performed with another programmer without problems.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.